Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00098, and 0001032347-2021-00097. Medical products: tmj system left fossa component, medium, part# 24-6561, lot# 148970. Tmj system left standard mandibular component 50mm / 9 hole, part #24-6551, lot# 159900.

Event description:
It was reported the patient is experiencing unspecified issues with temporomandibular joint implants on the left side fourteen (14) years following implantation of bilateral temporomandibular joint implants. The patient reports that they will undergo a cat scan. Attempts have been made and no further information has been provided.